Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 58 mg/dl. Insulin continued to drip after the motor stopped during the manual prime process. The customer treated her blood glucose level with food. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test, basic occlusion test, and excessive no delivery test due to prime fill anomaly. No a33 alarm occurred during our testing. The insulin pump was received with normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.